Manufacturer narrative:
(B)(4). Analysis of the internal neurostimulator s/n (B)(4) revealed no significant anomaly. It was noted the battery was at normal end of life with no telemetry or output.

Event description:
It was reported that a patient was seeing the end-of service (eos) or end-of-life (eol) message. It was stated that this appeared to be normal battery depletion. The patient had office visits in (B)(6) 2011 and (B)(6) 2012. It was stated that the impedances appeared "ok". It was stated that "a few results were over 4,000 ohms". They were retested at 3.5v and "a few results were questions marks". It was noted that a few electrode combinations were 3889 ohms and previous impedance tests at 2.5 v the same combinations were in the 2000 range. It was unknown if the battery was depleted to a point of being unable to get accurate impedance results. The company representative was concerned with amplitude required for the patient to feel stimulation, 8.5v. It was noted that the patient lost stimulation "one week ago". It was stated that "in the past few years" the amplitude requirement was higher than previously, 6 and 7 volts, and the usage was 24/7. It was also stated that the patient was using stimulation "a few hours a day every few days". It was noted that the patient fell "about a month ago", but there were no therapy changes after the fall. The patient fell on his back and the implant is in their abdomen. Additional information received reported that the battery depletion was normal. It was reported that the patient had a follow up appointment with their doctor on (B)(6) 2013 and they will decided if they will proceed with the replacement. Additional information received reported that the doctor was requesting insurance authorization for the battery replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004 product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6)2004, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3998, lot# j0406548v, implanted: (B)(6) 2004, product type: lead. (B)(4).